Event description:
Patient received overinfusion of fentanyl. Rate should have been 2ml/hr, 100cc bag infused in about 7 hours. Patient coded and died. On-site review of the event log showed that a programming error may have occurred. Two pump modules were infusing until 11:18 on day before death. The channel in question was running at 2ml/hr, the other channel at 100ml/hr. At 12:04am, the other channel was programmed to infuse a basic infusion at 125ml/hr and then at 1:07am programmed with a secondary infusion at 100ml/hr, which completed at 2:07am and then switched back to the primary rate of 125ml/hr. At 2:21am, the channel in question was programmed for a basic infusion at 100ml/hr. At 3:12am, that channel alarmed for air-in-line and was then turned off. The other channel was also stopped at 3:26am. Hospital has decided to have another facilty do an investigation. System was not returned to cardinal health.

Manufacturer narrative:
Patient information requested and all available information is included in section a and b. This report was filed by the manufacturer.